Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male patient who received super poligrip extra care with poliseal (formulation (B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip extra care with poliseal. An unknown time later, the patient experienced anemia, decreased blood sugar and pharmaceutical product complaint, stating the product did not hold his dentures for eight hours. This case was assessed as medically serious by gsk. Use of super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were unresolved. Manufacturer's comment: the manufacturer's report number for this case is 9681138-2010-00002. Super poligrip extra care with poliseal is manufactured in (B)(4) and the product was not available. No corrective actions have been required based on this report. (B)(4).